Event description:
It was reported that the user experienced low blood glucose after administering meal boluses and correction doses, with the user attributing the event to excessive insulin delivery; no alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included attempts to contact the user for additional information and blood glucose details. Investigation of this case revealed that the cause of hypoglycemia was unclear due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.